Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 16-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.2 was off the bus. A field service engineer (fse) arrived at the station. The nurse supervisor provided keys and logged into the station to demonstrate the failure, where all pockets in drawer 2.2 were shown as out of the bus. The fse removed the back panel and drawers 2.1 and 2.2, noting that the row board cable connection to the drawer control board was loose and did not snap firmly into place. After reinstalling the drawer, the station initially registered correctly, but during testing by the escort, the pockets dropped off the bus again. Upon inspection, the cable had come loose once more. Due to recurring issues, the fse replaced both drawer controller boards, the row board cable for drawer 2.2, and the six-drawer pyxibus cable. After restarting the station, all required diagnostic tests on drawers 2.1 and 2.2 passed successfully, and the escort confirmed functionality by removing medication. Fse performed proactive inspection process. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was disconnected from bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.